Manufacturer narrative:
"Internal battery empty" message on screen when device plugged on ac.corrupt battery data on test window screen [tsw15].

Event description:
Hamilton medical ag received the following incident description:temperature measured and status in tsw15, out of range.